Manufacturer narrative:
Philips has investigated this complaint. Per the information collected, wireless foot switch was having connection issues. To resolve the issue, the fse replaced the wireless footswitch, wfs base station and wireless footswitch charger. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug, the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction (z-0476-2022). The correction has been implemented at the customer and the system was returned to use in good working order. The defective part was returned for analysis and the malfunction was confirmed the connector is broken and taped together. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the wireless foot switch was having connection issues. No patient or user harm has been reported. Philips has started an investigation of this issue.